Event description:
Reported due to a hematoma. It was reported the physician used a starclose device to close an arteriotomy after a diagnostic procedure in the right common femoral artery (cfa). Fluoroscopy confirmed the puncture site in the right cfa, which was reported to be greater than five (5) centimeters. Reportedly, "everything looked great." Hemostasis was reportedly achieved and challenged. During preparation the next day for a scheduled interventional procedure in the same groin, an eight (8) centimeter hematoma was discovered. Compression was held at that time to reduce the hematoma. The physician then performed the previously scheduled interventional procedure in the left side, using another starclose without any adverse events. Pt was discharged as previously scheduled on (B)(6) 2006 and is reported to be "fine". Although requested, no add'l info was available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. We were not able to establish a root cause based on the available info. This report represents all the info known by the reporter upon query by abbott representatives.